Manufacturer narrative:
Therapy dates: the event was reported to have occurred between (B)(6) 2018. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 3000ml eva tpn bag leaked from the bottom seal. This occurred during infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.